Manufacturer narrative:
Additional manufacturing narrative: attempts have been made to obtain the product. The product has not been returned to masimo to allow an analysis to be performed. If the product is returned for evaluation or new information is obtained, a follow up report will be submitted. Reporter address exceeded the maximum allowable characters, address is as follows: (B)(6). Initial reporter phone number exceeded the maximum allowable characters, phone number is as follows: (B)(6).

Event description:
It was reported that the sensor loses signal when placed under incubator lights.no consequences or impact to patient.

Manufacturer narrative:
Additional manufacturing narrative: other, additional manufacturing narrative (if other): the returned device was evaluated. During evaluation the device passed all visual and continuity testing. When tested using an led light source (exact same lights as on the incubator at customer site) with lights off, the device was able to obtain spo2 and pulse rate values. However, when the lights were turned on and shined at the detector and emitter assemblies the instrument went into alarm condition (audibly and visually alarmed), the readings zeroed out, the pleth went flat, and a ¿sensor off patient¿ message was displayed. When tested using an led light source (exact same lights as on the incubator at customer site) with lights on and shined at the light shield the sensor was able to obtain spo2 and pulse rate values. Sensor is functioning as designed when sensor is shielded with a light shield. The dfu states: high ambient light sources such as surgical lights (especially those with a xenon light source), bilirubin lamps, fluorescent lights, infrared heating lamps, and direct sunlight can interfere with the performance of the sensor. ¿ to prevent interference from ambient light, ensure that the sensor is properly applied, and cover the sensor site with opaque material, if required. A service history record review reveals that this unit was in the field for over one (1) year with no previous reported issues related to this reported event., corrected data: